Event description:
It was reported that the right atrial lead was dislodged. During the lead revision, the physician noted a piece of silk suture sewn through the insulation, which may have been done during the initial lead implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).